Event description:
On (B)(6) 2012, the pt reported that the display on his infusion device is missing segments in the area that shows the basal rate. The issue began a month ago. The pt put a new battery in the infusion device, but the problem persists. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.